Event description:
The customer called for help in setting the alarm on his meter. While troubleshooting the meter, it was discovered the meter was missing segments. The customer adjusted his insulin based on his readings, but did not allege any adverse events. The meter is to be returned for eval. A replacement elite xl meter was to be sent to the customer.